Manufacturer narrative:
The pod was received not deployed. Inspection of the download data found that the pod ran for 57 pulses and was deactivated at the end of second prime. Timeouts occurred during first prime in tandem with a failure of the rotational sensor to transition, indicating a drive stall occurred. Due to the drive stall, the ratchet gear did not rotate enough pulses by the end of second prime to align the firing flat with the release bar and allow the needle to deploy. The high pulse width drive stall was confirmed to be the cause of the reported needle failing to deploy. The timeouts and drive stall were not replicated during pod rerun. No damages or deficiencies were observed that would contribute to a drive stall. The exact cause of the drive stall could not be determined.

Event description:
It was reported that the needle did not deploy at pod activation. The patient's blood glucose level rose to 10 mmol/l (180 mg/dl).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.